Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 8.0-8.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 12.1-12.4cm, 12.2-13.2cm, 12.1-13.0cm, 18.7-19.7cm, and 21.1-22.1cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 15.4-16.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.9-8.8cm and at 14.5-14.6cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.8-10.3cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 20.8-22.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.